Event description:
A caller reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for resetting the pump, and after the reset, the cgm error did not reappear. Consequently, the caller successfully initiated their sensor session without further issues.